Event description:
The surgeon implanted a cc4204bf collamer plate lens, diopter +24.5. The foam tip plunger bent as it was ejecting the lens and broke the lens while it was being inserted. Upon removal of the lens in pieces, the posterior capsule tore. A vitrectomy was not performed. The surgeon indicated that the foam tip plunger was the cause of the lens damage. An msi-pf injector and an spc-25 fp cartridge were used but the lot numbers were not provided by the facility.